Event description:
On march 29, 2008, the lay user/pt contacted lifescan alleging that the control solution test fell above the range. She indicated that the reported issue first began at 4:15 pm in 2008, which was the same day she contacted lifescan. The control solution test result was "137 mg/dl" and the range was '91-121 mg/dl." As a result of the reported issue, she took an increased dose of insulin (5 units of regular insulin). The pt did also inform the cca that she went to the ER due to hypoglycemia six days earlier. The customer care advocate (cca) went through troubleshooting with the pt and verified that the testing supplies were in good condition and the meter was correctly set to mg/dl;" however, the cca noted that the incorrect technique was used to test. The cca asked the pt to rerun a test with the reported test strip and the result failed; however, the control solution test passed with a new vial of test strips. Replacement products were sent to the pt. The medical affairs specialist spoke with the pt on april 7, 2008 and discovered that the pt actually felt that her meter was reading inaccurately high on the same day, which was the day she went to the ER. She recalled getting a meter reading around 250 mg/dl and then took her usual 7 units of regular insulin. She then laid down to rest because she had a headache. She stated, that her blood glucose levels are usually around 80-120 mg/dl and that she would not take any insulin if her blood glucose is below 80 mg/dl. She claimed, that 15 minutes later, her husband was unable to wake her up. An ambulance came and took her to the ER where she was treated for hypoglycemia. She was unable to report what her blood glucose levels were and what type of treatment she received when the ambulance arrived. This complaint is being reported because the pt allegedly became hypoglycemic after taking insulin based on her meter reading. In addition, the pt reported that a control solution test failed above the control solution range.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.